Event description:
It was reported that the patient had a broken trochanteric fixation nail requiring revision surgery, which was successfully completed. The patient had experienced delayed healing and nonunion. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Implantation date is unknown. A review of the device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.